Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.3 mg/day) via an implanted pump. It was reported that a dye study was attempted on (B)(6) 2026 and the physician could not aspirate. The physician was concerned about the catheter integrity due to increases in infusion rates at last refill. It was noted that the patient had a flowonix catheter that appeared to be at the t9 level, but it was attached to a medtronic pump connector and a medtronic pump. It was unknown why the flowonix catheter was being used with the other medtronic products. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The physician was sending the patient to a surgeon for possible retry of the dye study and/or catheter revision/replacement if needed. No appointment had yet been scheduled.

Manufacturer narrative:
Continuation of d10: product ID: 8578, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 23-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the patient had experienced a return of painful symptoms, and at a drug refill appointment it was noted that the reservoir volume was lower than expected. This discovery is what led to the dye study that was performed (B)(6) 2026. The catheter dye study was attempted but did not proceed as aspiration of the catheter was not successful after several attempts. There were no know external factors. The hcp attempted to perform a catheter revision procedure on the patient as the catheter wasn't functioning, and during the procedure found that the existing competitor catheter had sheared away within the fascia, prior to connection with the previously implanted (B)(6) revision kit. A new manufacturer catheter placement was attempted but aborted due to restrictive patient anatomy. There were no allegations directly against the pump. Explant occurred as no viable catheter could be placed during the procedure due to restr ictive patient anatomy. The issue was not resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6). Implanted: (B)(6) 2024 explanted: (B)(6) 2026. Product type catheter product ID 8780. Serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.